Manufacturer narrative:
The end-user reported to permobil representative that while they were driving along the street, the "left" rear caster fork assembly reportedly detached from the suspension arm. The end-user recounted that this caused the device to become unstable and fall over on to its "right" side. End-user reported having gone to the va medical center where they were diagnosed as having sustained a cracked rib and injury to finger on their right hand with loss of fingernail. Device was inspected by permobil representative who noted both rear caster fork assemblies were installed with device being fully operational and no indications of a malfunction having occurred as described. End-user claims a local law enforcement official saw the event, assisted the end-user back into the device, and subsequently reinstalled the fork. As the device was fully operational and mechanically sound at time of inspection; permobil is unable to confirm a product malfunction having occurred, thus is unable to establish a probable root cause without speculation. The DHR was reviewed and device was found to have meet specification prior to distribution.

Event description:
Received report from end-user stating while driving their power wheelchair along a street, reports the left rear caster fork detached. This reportedly caused the powered wheelchair to fall over on to its right side, resulting in an injury that required medical intervention.